Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported deflation. Healthcare professional now reported rupture confirmed by MRI and patient has concerns regarding the exchange of implant and the deflation of the implant. This record is for the left side. Device was explanted.

Event description:
Healthcare professional later reported "grade I breast ptosis."

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken assessed as fold flaw opening. Anxiety-product-procedure: unable to observe since it is not related to the device. As per the investigation procedure stress mark, crease , wear abrasion, missing piece of the shell was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5, b6, d9, h3, h6.